Manufacturer narrative:
Investigation results: we have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been no further complaints reported with this issue in the past three years. The devices were intended to be used for treatment, however, it reported that defects were identified on the film of the dressing. The returned samples were assessed. A visual and functional evaluation identified delamination of the film on all returned samples. This confirmed a relationship between the reported event and the device. Delamination is a low level intermittent fault which if seen is tabbed for removal during the conversion process. During the manufacturing of the dressing, in process checks are undertaken for this product. All material is manufactured according to the specification and only product meeting the release criteria will be passed on for further processing. The root cause was identified as manufacturing process error. Improvements were made to the machine that manufactures this product which has reduced the occurrence of delamination on this product. Therefore no further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that when iv3000 was used, it was found that there were defects in the film. A backup device was available. It was found during the investigation that the problem presented by the product was delamination.